Event description:
A customer reported that a system message displayed and tat the cassette was not recognized during a procedure. This procedure and subsequent procedures were canceled due to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).